Event description:
It was reported by service report that the siderail would not latch in the upright position. Exposed sharp edges were reported for the damaged siderail. No patient involvement or adverse consequences were reported.